Manufacturer narrative:
Visual analysis was performed on the returned product. The reported stent dislodgment was confirmed. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified, no other complaints reported from this lot. It was reported, that herculink elite balloon expandable stent system (bess) was prepared, before the protective sheath was removed. It should be noted, that the rx herculink elite instructions for use (IFU) to remove the protective sheath, prior to flushing the guide wire lumen, and prior to the stent delivery system preparation. The investigation determined, that the reported stent dislodgment was use related. Based on the reported information, and evaluation of the returned unit, the stent dislodgment likely occurred, due to preparing the device prior to removing the protective sheath. It is likely, that pulling negative pressure to the balloon caused the stent to unseat from the balloon, resulting in dislodgement as the protective sheath was removed. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0x15mm herculink elite balloon expandable stent system (bess) was prepared before the protective sheath was removed. The stent dislodged off the balloon prior to use. The bess was not used and there was no patient involvement. The procedure was successfully completed with a 4.5x12mm herculink stent. There was no clinically significant delay in the procedure. No additional information was provided.